Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse found surgeon side console(ssc) not responding correctly and confirmed common computer controller (ccc) replacement required.the fse replaced the ccc to resolve the issue. The system has been verified as ready for use. Intuitive has received the ccc associated with this complaint and completed investigations. During failure analysis, the error was confirmed via lighthouse. The ccc was visually inspected, where no issues were found. The unit was installed onto a known good equipment, fixture, or tool (eft) and powered on where the robot was unable to connect. The ccc was taken to a programming station where it was confirmed to be bricked per document (B)(4). As a result of these findings, the root cause was determined to be a bricked ccc. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that prior to training/demo, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported not picking up consoles. The caller detailed the system is a dual console system which is daisy chained from the tower and when powering on he gets error 32321. Error 32321 confirmed in logs. Caller confirmed the first console (in the daisy chain) power button flashing blue and the 2nd console (in daisy chain) completes post. Prior to calling caller has hard power cycled the system. Tse walked caller to connect both consoles directly to tower (no daisy chain) and issue persisted. Tse was in process of suggesting to power off and remove the blue fiber cable from the 'bad' console and caller stated he had to go and terminated call. The csr later contacted the tse and apologized for having to abruptly leave the previous conversation and reported the issue was persisting. The tse walked caller through power off of system and disconnect blue fiber cable from console that was not completing post and powering the system back on in single console mode and the issue did not persist. Caller was able to further troubleshoot to assist in isolating the issue and tse walked caller through power off of system and disconnect blue fiber cable from functioning console and connect to non-functioning console and issue did persist confirming issue isolated to console (and not blue fiber cable related). There was no patient involvement.